Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event shortly after his treatment on or about (B)(6) 2010 and expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00327 and 00328; 2937457-2014-00166 and 00167; 1225714-2013-2088 and 2089.